Event description:
A malfunction was reported on the pump by the caller, without any notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. As a corrective action, the customer was advised to use multiple daily injections as a backup therapy. Technical support arranged for a replacement pump with updated software to be sent, and they provided instructions for returning the faulty pump and explained the steps required upon receiving the new one. Additionally, the customer was informed about putting the pump into storage mode and agreed upon the shipping details.